Event description:
It was reported that the patient was admitted to the hospital after a schedule follow up visit due to pocket bedsore (pain) that was caused by the device pressure/pokes against the skin. The device was repositioned and remains in use. It was noted that the patient is part of the advanced iii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.